Manufacturer narrative:
As of today, neither the ICD nor device data are available for analysis. This report is thus based on the analysis of the returned lead. Upon receipt, the lead under complaint was found cut 12cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation was found rubbed through approximately 58cm distal to the is-1 connector pin. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of the above mentioned damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 75 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.